Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that the leads were broken. An x-ray revealed that the leads were broken and the ends were gone, ¿couldn¿t see them.¿ the wires were reported to be in the wrong place. No interventions, symptoms, or outcome were reported regarding this event. The cause of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.